Event description:
There was patient involvement. There was a delay in therapy and the pump was swapped out. There were unknown signs or symptoms experienced.

Manufacturer narrative:
H2) additional information: a1 and a3a updated. B3 updated. B5: additional information was received from the customer that reported the product fault occurred while in use with the patient. There was a delay in therapy and the pump was swapped out. There were unknown signs or symptoms experienced. H2) device evaluation: d4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through downstream occlusion (dso) and upstream occlusion (uso) testing and passed. The ehl did confirm the customer complaint of a "upstream occlusion." Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative preventatively replaced the uso sensor, and the pump passed all functional tests and performed as intended. H7 and h9 updated.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed an upstream occlusion error. There has been no report of patient involvement.